Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp flex was placed in a 55-year-old female for right ventricular support. During support, a psnr (placement signal not reliable) alert was reported, indicating a placement signal issue. Additionally, ldh increased from 400 to over 1300, raising concern for hemolysis. Chest x-ray review demonstrated a change in pulmonary artery catheter positioning, with the pa catheter noted to have been pulled back into the main pulmonary artery overnight. In the setting of this positional change, the hemolysis was considered more likely related to the pa catheter malposition and associated hemodynamic changes. Placement signal reliability concerns were also temporally associated with the catheter position change. In response to the laboratory findings and signal concerns, the clinical team elected to wean and explant the impella rp flex to assess the patient¿s stability off support.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d1 brand name corrected. The investigation has been completed. Placement signal issue: the cause of the issue was not established as no data logs were returned for analysis and limited clinical information was provided. Hemolysis/mechanical interaction with device: the cause of the issue was not established as limited information was provided related to timing of hemolysis event and insufficient clinical information was provided.

Manufacturer narrative:
Updated information: d4 catalog number. H6 med dev prob code removed a150202.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental report will be submitted.